Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show ap and lateral lumbar films show l5/s1 pedicle screw fusion with interbody fusion spacer. Both l5 screws appear to have been placed laterally outside the vertebral body. Extreme degenerative changes are noted at the adjacent l4 level. Initial surgical treatment is a lumbar decompression l2-l4, tlif at l3 and l2 with posterolateral fusion with pedicle screws t11 to s1. Subsequent films appear unchanged but reportedly show lysis about the t1 to l2 screws and l3 to l5 screws with loss of reduction necessitating revision including re-fusion and instrumentation with larger screws t11 to s1. We again see mechanical failure of the bone implant interface in an osteoporotic patient with long lumbar construct which terminates in the region of the thoracolumbar junction.